Event description:
It was reported the device exhibited a 'dose connector disconnected' alarm. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn dso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the damaged lemo connector was the root cause. The lemo connector was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.